Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01773 - device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tap not sticking event on (B)(6) 2024. The cause of product was not adhering due to less sticky nature. Non-serialized product being replaced. No further information available.